Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. The subject device will not be returned to omsc. The exact cause of the reported event could not be conclusively determined. The manufacturing history was reviewed with no irregularities. This type of tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad damage occurred by following mechanism. The tissue pad was partially peeled due to activating output in seal & cut mode while the grasping section is closed without contacting tissue (including after the tissue already cut). Then the tissue pad was fallen off due to a load.. Warnings: do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. Warnings: during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, grasp it and activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Manufacturer narrative:
The subject device in this report was not returned to olympus medical systems corp. (Omsc) for evaluation. The investigation of cause of the reported event is not completed at this time. After the investigation of cause will be completed, this report will be supplemented.

Event description:
The subject device was used during a lap hysterectomy. The tissue pad was dislodged and was fallen outside the patient's body during use in operation. The procedure was completed. It was not reported that whether the device was replaced. There was no patient injury reported.